Event description:
Physio-control is currently investigating a field report where the device had a smoke and bad burning smell after an explosive sound. There was no patient use related to the report.

Manufacturer narrative:
(B)(4): engineering investigation identified three potential root causes that could cause reverse current to flow from the internal hlc batteries to the charge pak (internal battery charger) primary lithium batteries and cause over heating and ignition of lithium material: charge-pak protection diodes shorting, metallic debris on flex connector causing shorting, charge-pak misalignment causing shorting of connector pads. However, a conclusive cause was indeterminate. The following corrective actions were implemented for the above probable causes: the charge-pak protection diode was removed to prevent possible short circuit from diode failure. Metallic debris removal from charge-pak flex cable and the charge-pak lower case housing was redesigned to resolve the charge-pak connector alignment.